Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A nurse's brother reported a customer received a reading of 386 mg/dl which was compared to another reading of 283 mg/dl from customer's other freestyle lite blood glucose meter, within 10 minutes. It was further reported customer subsequently experienced diaphoresis and lightheadedness which resulted in a loss of consciousness. Paramedics were called and received an unspecified "low" reading. Customer was treated on the scene with glucose via an unknown route of administration and transported to a local healthcare facility where she was diagnosed with hypoglycemia. Customer was given additional glucose via intravenous infusion. Customer additionally self-treated with "liquid dexpro" and ate a candy bar. There was no report of death or permanent injury associated with this event.